Manufacturer narrative:
Tech alleged that fluid had ingressed onto the lh caregiver pc board causing none of the functions to work from the lh head siderail. Account requested p/n's and prices for the lh caregiver pc board, lh siderail cover, label and gasket. Repair not complete.

Event description:
Complainant alleged that fluid has ingressed onto the lh caregiver pc board causing none of the functions to work from the lh head siderail.